Event description:
The surgeon implanted an aq2003v silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The iol injection cartridge and iol injector models and lot numbers are unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens haptic was torn off. Surgical residue/debris on product.